Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician attempted to place an express2 4.0x16 in a svg. The physician was unable to cross the lesion and the express2 was withdrawn from the pt's body. The physician then deployed a driver stent in the svg. The physician then attempted to cross the driver stent with the same express2 that was used prior to place the stent distal to the driver. As the express2 stent crossed the driver stent, it was noted that there was no stent on the delivery device. It is currently unknown when and where the stent dislodged. If the stent dislodged inside the body, it is assumed that it embolized to an unk location.